Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a endoleak of indeterminate origin with sac growth and migration of the suprarenal stent graft extension were identified during routine follow up. The patient is currently is doing fine and an intervention has been scheduled.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a endoleak of indeterminate origin with sac growth and migration of the suprarenal stent graft extension were identified during routine follow up. The patient is currently is doing fine and an intervention has been scheduled. Correction: an afx2 bifurcated stent graft and a vela suprarenal stent graft extension were initially implanted. Additional information: intervention was completed on 16 september 2020. The physician elected to implant two (2) additional vela suprarenal extensions, and the patient is reportedly doing well and discharged

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. The indeterminate endoleak was found to be multiple type ii endoleaks of the lumbar arteries. The event is most likely anatomy related. The proximal extension migration of 15mm could not be confirmed due to the non-contrasted nature of the first follow up CT (computed tomography) scan. The sac growth of 21mm event is confirmed. The sac growth was most likely due to the type ii endoleaks of the lumbar arteries. Procedure related harms for this event could not be determined. The causation for the reported migration of the proximal extension is indeterminate. The final patient status was reported to be doing well and discharged. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Device iteration is afx with duraply.